Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawers 3.1 and 3.2 failed. A field service engineer (fse) inspected the rear lights and found that drawers were indicating open when they were closed. The fse tightened the screws on the hard stops, after which the drawers registered properly. The failure was recovered, and hardware acceptance tests were performed to confirm functionality, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es (B)(6) drawers 3.1 and 3.2 had failed and produced a clicking sound when attempting to recover storage space. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.